Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges shortness of breath/difficulty breathing, throat irritation. There was no report of serious or permanent patient harm or injury. Additional information received during a repair evaluation by the manufacturer confirms there is no degradation of sound abatement foam. The manufacturer is submitting a final report at this time.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having shortness of breath/difficulty breathing , throat irritation. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.